Manufacturer narrative:
The lead was returned for analysis. Device analysis revealed multiple crushed connectors, #3 the most severe. The distal end of the lead was intact and undamaged. The continuity was acceptable.

Event description:
It was reported, the pt did not feel stimulation. The lead presented with impedance measurements above 4000 ohms on all electrodes. No pt injury was reported. The pt recovered.